Event description:
It was reported that the pt experienced a sharp burning sensation at the implantable neurostimulator (ins) site and felt pulling at the electrode site on the spine. The symptoms occurred following a fall on (B)(6) 2011. The pt also had a hard time turning stimulation on and off. It was reported that x-rays taken after the fall looked normal. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).